Event description:
It was reported that the ilet pump was found physically separated with internal components exposed upon waking, rendering the device unusable and without a functional screen, with no alerts or alarms reported and no injury. Symptoms included no clinical effects. Outcomes included the user discontinuing the affected pump and transitioning to backup therapy, with plans to return the device and proceed with replacement startup procedures. Investigation included internal complaint review, assessment of device malfunction related to enclosure integrity, and preparation for device return. Investigation of this case revealed a mechanical enclosure failure consistent with screen bezel separation leading to loss of function, with the defect localized to the external housing and display assembly. It was concluded, based on previously established findings for similar reports, that the cause was product mechanical integrity failure of the pump enclosure and display assembly.